Event description:
It was reported that, during a coronary drug eluting stenting treatment procedure, an embolization occurred. The lesion was pre-dilated with maverick 2.5x15mm balloon. The physician then attempted to place a taxus express2 4.0x16mm drug eluting stent to the 99% stenosed lesion located in the mildly calcified, mildly tortuous, ostial right coronary artery (rca), but was unable to cross the lesion. At this point, the non bsc guide catheter "jumped out from the mouth" of the rca ostium, with the choice intermediate guidewire still in position in the rca. The physician then tried to pull the device back into the guide catheter without success. After several attempts, the balloon was successfully pulled back into the guide catheter, but the stent remained in the patient with the guidewire through it. A special tool was then used to retrieve the stent from the patient. No patient injuries or complications occurred. The procedure was completed with a non bcs stent.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The manufacturing records for top assembly batch 9085211 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.